Event description:
Patient presented as an outpatient, scheduled as an arteriogram with runoff. Following image evaluation, and consultation with the ordering physician, it was determined that a stent would be placed at a stenosis proximal of the level of the knee. While advancing the stent over through a sheath, a point was reached to where the stent would not advance freely. While retracting the stent delivery system, the entire delivery system detached from the catheter. The wire with the stent fractured leaving behind an approx 6 inch section of wire and stent. Attempt to retrieve the stent delivery system were unsuccessful. The provider called the vascular surgeon on call and discussed and patient was planned for surgical removal of the remaining piece. Patient went to operating room and had a cut down done and wire and stent were retrieved intact without problems. FDA safety report ID# (B)(4).